Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a procedure the laser spot size was out of focus. Additional information has been requested but not received.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative was able to find an issue with the customers¿ slit lamp (which was manufactured by another company). The system was tested and found to meet product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).